Event description:
On (B)(6) 2023 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025, the patient experienced greenish black stoma stie oozing for several days with pain. Additional information received on 29 apr 2025 in which it was reported that the patient was hospitalized for non-device related intestinal obstruction and the black discharge was from the increase in stools in the intestine. While hospitalized, the patient was diagnosed with a stoma infection and treated with 875mg of oral augmentine from (B)(6) to (B)(6) 2025. After the treatment, the patient improved but the stoma oozed 3 days later.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.